Manufacturer narrative:
For investigation the log file was analyzed. It can be confirmed that the ventilator repeatedly detected a too low (negative) vacuum pressure and several reinstall vent alarms were given. Further, the entries indicated a leakage in the patient circuit. Accordingly, several apnea as well as fg low or leak alarms were given. The exact root cause for the reported event could not be determined. The vacuum pressure is traced by a pressure sensor. If the pressure falls below the limit of -80 hpa the device alarmes for reinstall vent. During power-on self-test (post) and standby leak test as well, internal and external leakages are detected. In case an external leakage suddenly occurs during use, several audible and visible alarms would be issued based on leakage, fresh gas flow settings and set alarm limits. The integrated pressure-, flow- and patient gas monitoring ensures that deviations from set/expected parameters are obvious for the user and that alarms are given according to the alarm limits adjusted by the user.

Event description:
It was reported there was a vent fail during a case. There was no patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported there was a vent fail during a case. There was no patient injury reported.